Event description:
It was reported that the therapy was not working well for the patient. The patient recently had a knee replacement, which caused a lot of pain. The patient also had a urinary tract infection (uti), which affected therapy. The patient had a trial that was successful with greater than 50% symptom control for urinary frequency. The patient had not had benefit since implant. The implantable neurostimulator (ins) was at 5.6 volts on program 1 and the lightning bolt was on. The patient did not feel stimulation on that program. The patient switched to program 2 at 4.0 volts and comfortably felt stimulation in the rectum. The patient had a follow up appointment in 3 weeks.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va033kc, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog., serial # unknown, product type programmer, physician. (B)(4).